Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons functioned properly. No button error alarm noted during testing. Insulin pump received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 162 mg/dl at the time of reporting the issue. The customer was advised to discontinue use and revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.